Event description:
It was reported by the sales representative that the event involved a male patient, (B)(6) with a "bad iliac". The md found it difficult to insert the intra-aortic balloon (iab) into the patient. The tip of the catheter kinked.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: the intra-aortic balloon (iab) was returned for evaluation. The involved sheath was not returned. There was blood on all exterior & interior surfaces of iab; bladder was unwrapped. Iab was bent at the distal tip of iab. Catheter was kinked & central lumen bent at distal tip of iab. Catheter & central lumen were kinked at the distal tip of iab. Per instructions for use: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath & attempted removal in this manner may result in arterial tearing, dissection or balloon damage." An in house .025" spring wire guide (swg) was backloaded into distal tip of iab & entered bladder through broken flex tip assembly at the distal tip of iab. Swg was inserted into female luer end of bifurcate, but swg would not pass through the kink area located at the distal tip of iab. One-way valve was tested with a vacuum gauge & passed all tests. Iab was submerged & pressurized in water & a gross leak was indicated. Bubbles exited the distal tip of iab indicating a broken central lumen. The distal tip of iab & luer end of iab were blocked off & leak tested again. No other leaks were observed from iab & bladder. Bladder thickness was measured & was within specification. Bladder was cut down at the distal tip of iab for further evaluation of broken flex tip assembly. Device history record review was conducted for the lot number/serial number. The device passed all manufacturing specifications prior to release. The report of "trouble with insertion of iab" is confirmed. The flex tip assembly was noted to be broken. It cannot be determined if the flex tip assembly was damaged before use, during use, or during removal of iab.